Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 04jan2021.

Event description:
It was reported that the ventilator's battery failed to charge. There was no patient involvement. The local technician measured the battery voltage and found it to be at zero volts. The battery will be replaced.

Manufacturer narrative:
G4:23dec2020. B4:08jan2021. The manufacturer¿s international service technician replaced the battery to address the reported problem. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. The unit is fully functional and has been returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.